Event description:
Sales rep received a telephone call from the facility advising of pt injury (B)(6) 2015. The gentleman was sleeping on his right when his arm got stuck between the mattress and the cotside and bumper. The staff struggled to remove his arm and when it was removed they discovered that there was a red area on his upper forearm which later developed into a bruised area.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint with the following description: the gentleman (B)(6) was sleeping on his right side when his arm got stuck between the mattress and the side rails and bumper. The staff struggled to remove his arm and when it was removed they discover that there was a red area on his upper forearm which later developed into a bruised area. Any special treatment was not applied. The pt recovered and there is no longer evidence of any bruising. Arjohuntleigh rep visited the hospital to gain comprehensive info regarding the claimed event. The tech inspected the unit and found out that the mattress was attached correctly to the bed frame - to the moving parts of the bed as per the MFR instructions. The cover was intact with no puncture holes or scratches. However, the zip connecting the bottom half of the top half was not working properly leaving it easy to move the top of the mattress off the center. The tech was able to duplicate the event. Due to broken zip the top section of the mattress was able to move and this movement was enough to creat an entrapment point between the top half of the mattress and bed side rails. The mattress replacement unit was supplied to the customer on (B)(6) 2015. The system was accepted by the facility nurse which is documented on the swap out form. The delivered mattress was working per its spec. During the time of the mattress (5 months), the mattress zip must have been damaged which was not noticed or was ignored by the medical staff leading to the event occurrence. In summary, the device was being used at the time of the event, it failed to meet its specs as it suffered a malfunction, and in doing so it contributed to the outcome of the event: the pt trapped between shifted mattress and bed side rails.